Manufacturer narrative:
The inform ii meter serial number was (B)(6). Qc passed on the meter within 24 hours of the event. On a regular basis, inform strips of lots currently valid in the market are tested as part of routine retention testing, and results have passed the internal inspection. The test strips were requested for investigation.

Event description:
The initial reporter complained of discrepant glucose results for 1 patient tested on an accu-chek inform ii meter + rf. The initial result at 12:04 p.m. Was 501 mg/dl. The result at 12:06 p.m. Was 337 mg/dl. The result at 12:08 p.m. Was 266 mg/dl. None of these results were believed to be correct. The patient was tested with a different inform ii meter at 12:19 p.m., and the result was 270 mg/dl. This result was believed to be correct.

Manufacturer narrative:
No product was returned for investigation. As no product was received, the cause of the event could not be determined.